Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported via social media from the patient that she underwent a sling procedure on an unknown date. Post-operatively, the patient experienced chronic pain and many surgeries. No additional information was provided.